Manufacturer narrative:
Evaluation results: : one cadd cassette reservoir was returned for investigation. The sample was received in used condition without its original packaging. The sample was visually inspected at a distance of 12 to 24 inches, and under normal conditions of illumination. A syringe was used to infuse water into the ay bag. A leak was detected at the edge of the ay bag. The most probable cause of the product problem was that the ay bag was not handled properly during the assembly process.

Event description:
It was reported that the inner pocket of the cassette was not fully welded. A medication leak was observed as a result. The nurse renewed the preparation for the patient using a new cassette. No patient injury or complications were reported in relation to this event.